Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) in 2 years. It was also reported that the right ventricular (rv) and left ventricular (lv) leads exhibited high thresholds. The device was explanted and replaced. The rv and lv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.